Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu assembly was evaluated and the memory stick was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.